Manufacturer narrative:
This is a final report. The customer's products have been returned and an investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 at 9:41 pm he performed a test using his adc blood glucose meter, received a reading of 119 mg/dl, ate a snack and then went to sleep. Customer further reported he woke up at 4:15 am ((B)(6) 2016) and performed another test which provided a reading of 352 mg/dl, so he self-administered 6 units of unspecified insulin and then went back to sleep. At 8:00 am his alarm went off, but he did not wake up and at 9:00 am his wife went to investigate and found him "dead cold/unconscious". Paramedics were called and upon arrival received a reading of 22 mg/dl on their meter, administered a glucagon injection and transported him, still unconscious, to a hospital. At the emergency room a reading of 26 mg/dl was received on an unspecified hospital device. Customer was diagnosed with hypoglycemia and hyperkalemia and treated with an unspecified intravenous infusion. Customer was admitted to the hospital for glucose monitoring. There was no report of death or permanent injury associated with this event.